Event description:
The user facility reported leakage with the ik: precision device. Follow up communication with the user facility reported the following information: (1) the sheath leaked at kink in the subcutaneous space causing a hematoma; (2) traded out for cordis sheath; (3) at the end of the case the hematoma was pressed out and angioseal was used to close; and (4) the patient was reported to be "stable".

Manufacturer narrative:
This report is being submitted as follow-up #2 to provide the returned sample evaluation. An evaluation was conducted on the returned sample and retention samples. It was noted that the actual sheath was kinked approximately 8cm from the sheath support. An evaluation of three retention samples (tc04), and the lots manufactured before (ta07) and after (td04) was conducted. Visual inspection of the retention samples revealed no visual defects. The production lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. Although a definitive root cause cannot be determined, there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #2 to provide the returned sample evaluation.

Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report # 1118880-2015-00034 to provide the returned sample evaluation update. The investigation has yet to be completed. For this reason, evaluation (B)(4) was used in the conclusions section. A follow up will be sent within 30 days of this report being sent. For this reason, evaluation (B)(4) was used in the conclusions section. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 1118880-2015-00034 to provide the returned sample evaluation update.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52 because the information was not initially completed by the user facility. The evaluation is yet to be completed. A follow up will be sent within 30 days of this report being sent. For this reason, evaluation code was used in the conclusions section. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4). Currently under evaluation